Event description:
The customer reported receiving no delivery alarms during bolus. Troubleshooting was performed. The customer stated that he tried different infusion sets and the issue has not been resolved. The customer stated that the cannulas were not bent or kinked, and he does rotate the insertion sites. Advised the customer that the insulin will be replaced and revert to back up plan. Then the customer stated that he does not have a back up plan and will visit the emergency room. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.